Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was not in the correct position, 2 head screws were missing, the thickness control level ball detent fell apart, and the screws, thickness control lever, and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It has been reported that the device had a stripped drive. The malfunction occurred during testing. There was no harm, no delay. There were no exposed wires. Investigation found two head screws were missing. No adverse event was reported as a result of this malfunction.